Event description:
It was reported that the customer could not go beyond the rewind and prime loop of the insulin pump. The customer stated that he was trying to change the reservoir on the insulin pump and that the insulin pump was alarming compromised force sensor system. The customer's blood glucose was 135 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was sticking out and that he popped it back in. Advised that the alarm may have occured when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. A corroded motor home switch was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.